Manufacturer narrative:
Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. The photographs were evaluated and the customer's indicated failure mode of overfill was not observed. Additionally, 20 retained samples were functionally tested the issue of overfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the photographs attached and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate, the user identified overfilling of the tubes. This event occurred (B)(6) times. The following information was provided by the initial reporter. The customer stated: the tubes arrive with the volume above the flush mark. Below is the information provided by the client: "the tube above the flush mark, when we receive this type of tube we often see an overfill, the nurse tells me that the correct procedure for extraction is being followed."